Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenotic, non-calcified lesion was located in the proximal segment of the moderately tortuous right coronary artery (rca). The 1.5mm x 8mm apex balloon catheter was advanced to the lesion and reported to have ruptured upon the first inflation at 10 atm's; the duration of the inflation is unknown. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "good". This device is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.